Manufacturer narrative:
The device has been received, but the evaluation has not been completed. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. The device evaluation, device history record review, and product family complaint trend review are in progress; results will be provided in a follow up medwatch report.

Event description:
It was reported to boston scientific corporation, that a captivator ii polypectomy snare was used in a polypectomy procedure during a colonoscopy (adult patient, age and gender unknown). According to the complainant, "there was a little piece of metal sticking out of the snare." The complainant added that "the wire was protruding at the end of the loop." Reportedly the snare loop was retracted back into the sheath and removed from the colonoscope. A second captivator ii snare was used to successfully complete the procedure. It was reported that the patient did not sustain any complications or ill effects due to this event.